Event description:
Home pt reports experiencing "priming problems" and "pain" during treatment on the homechoice device. Per unit rn, home pt connected themselves to the homechoice set prior to the set being primed completely. Rn reports home pt removed the pt line tubing of the homechoice set from the homechoice set organizer and placed the tubing on top of the heater bag, at the beginning of the priming phase, so that the solution would be warm and not room temperature. As a result, when the pt connected themselves, the pt line tubing was not fully primed. No medical intervention required as a result of incident per rn.